Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they had air bubbles in their reservoir. Customer's blood glucose was 112 mg/dl. The customer stated the air bubbles were tiny in size. Customer stated the insulin pump was not rewound with a reservoir in place to create air bubbles. It was reported the insulin was not stored at room temperature. The customer was advised against this practice. The reservoir will not be returned for analysis.